Event description:
The customer alleges that during set-up of the aquapak, the adaptor did not fit on the manometer; the tip was not striped. No clinical consequences.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received yet at our facility. Based on the lot ch06 provided for which the DHR resides at (B)(6) lot numbers for component mp-0321 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint (B)(4) (snap-on flowmeter adaptor) batch # 1-2114742, 2-2114742, 3-2114741, 3-2114742, 4-2114741 & 4-2114742 during the manufacture of the material. Regarding other customer complaints from this same issue, a CAPA file#(B)(4) was opened. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time; however, regarding other customer complaints from this same issue, a CAPA file #(B)(4) was opened (this CAPA is owned by r & d). If device sample becomes available at a later date this complaint will be re-opened.